Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation found that an in-house guidewire encountered resistance when attempting to advance into the lumen of the returned headway microcatheter during functional testing, which is consistent with the advancement issue described in the reported event. The lumen of the microcatheter was found to have damaged ptfe liner and a damaged lumen coil, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the conditions or circumstances that led to the ptfe and lumen coil damage, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
It was reported during a posterior communicating artery aneurysm procedure, a guidewire could not be passed through the microcatheter after flushing. The micro-guidewire was advanced through the mv microcatheter outside the body. It was discovered that the micro-guidewire could not pass through the microcatheter. After a short distance within the microcatheter, it became stuck. The microcatheter was replaced, and the guidewire successfully passed through the new microcatheter. The procedure then continued and was completed. When the microcatheter device was received and analyzed, the investigation findings found the lumen of the microcatheter to have damaged ptfe liner and a damaged lumen coil, which would have resulted in the resistance encountered.